Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the pt was explanted due to a hematoma. The physician cleaned the hematoma out and the pt is doing well.